Manufacturer narrative:
(B)(4).

Event description:
Per maude event report form, #mw5066980, during an unknown procedure; the device was used and placed on the drape. Scrub personnel asked if the instrument was performing appropriately as there was a burn mark on the drape where the device was placed. Upon inspection of device it was noted to have a plastic portion missing. The device was removed from the field and replaced. The damaged device was retained per protocol. It is not known how the procedure was completed. There were no adverse patient consequences reported. It is not known whether or not the device is available for return.